Manufacturer narrative:
(B)(4). (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable by quality engineer revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. CAPA (B)(4) has been opened to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient noticed old sheath repair becoming loose. On (B)(6) 2017 it was noted that the entire driveline had old rescue tape and appeared loose in many areas throughout the driveline. The manufacturer engineer performed a driveline sheath repair on (B)(6) 2017. It was stated that the entire length of the rescue tape was removed and it was observed for any additional breaks. The sheath repair was conducted for the entire length of the driveline. It was also stated that the patient did not need any special prep and that there were no pump stops associated with the repair. Procedure was done as an outpatient. No additional information available.